Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00087.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6), a distributor of infutronix reported an issue on behalf of an end user: "patient reported that she got up to go to the bathroom and the tubing became disconnection where there was a yellow cap." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).